Event description:
Patient underwent a left total knee replacement in the late summer of 2010. She was seen in physician's office 4 weeks post-operatively and was doing well. Routine post-operative x-rays had been obtained prior to the follow-up visit and review of these x-rays showed a metallic foreign body inside the knee that was not part of the knee component. Based on its size, configuration and location, the surgeon was suspicious that the piece was the trial peg from the posterior stabilized component. The surgeon felt the component must have become dislodged during the final trial reduction of the knee, during which time the trial peg came off and went back into the knee.====================== health professional's impression======================based on its size, configuration and location, the surgeon was suspicious that the piece was the trial peg from the posterior stabilized component. The surgeon felt the component must have become dislodged during the final trial reduction of the knee, during which time the trial peg came off and went back into the knee.